Event description:
It was reported that the device's battery was showing at 48% and was not increasing even though mains power was plugged in. Different outlets were tried and the cord was well placed. A power cycle was attempted and the device began charging.

Manufacturer narrative:
Device data was provided for review. Review of the data indicates a one-off issue due to recalbration. As reported, following the power cycle, the device began to recharge with no issues with the cable, sockets or outlet seen. Review of device data indicates a return to normal following the power cycle.